Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing loss simulation due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility.